Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and the display was cracked. The customer stated that the damage may have occurred when he had the device in his pocket and sat on it. Blood glucose level at the time of the incident was not provided. The customer was unable to troubleshoot or verify the serial number as he did not have the device available at the time of the call. The insulin pump was not replaced or returned for analysis.